Event description:
Reference number (B)(4). Event occurred in lebanon. It was reported that the patient experienced adhesive issue and infusion set tape not sticking event during playing on (B)(6) 2026. No further information available.